Event description:
It was reported that during an unspecified procedure the subject device displayed error 221. The issue was found during a therapeutic laparoscopic cholecystectomy procedure, that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable leak and the corroded coupler. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error e221 occurred due to a faulty charge couple device unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that during an unspecified procedure. The subject device displayed error 221. The issue was found, during a therapeutic laparoscopic cholecystectomy procedure. That was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.